Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. Vascular access was obtained via the right internal jugular vein. The target lesion was located in the left iliac vein. After a wallstent was implanted in the left iliac vein, an 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and another 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced. However, during inflation at 12 atmospheres, the balloon also ruptured. A piece of the balloon had to be removed using a snare. After the device was completely removed, the procedure was completed with another 18-4/5.8/75 xxl¿ esophageal balloon catheter. No patient complications were reported and the patient's status was fine.